Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebr1223 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheterization was conducted on (B)(6) and the catheter was intact and available for use on the evening of (B)(6). It was stated the catheter was found ruptured in vitro on the morning of (B)(6).

Event description:
It was reported that the catheterization was conducted on august 30, and the catheter was intact and available for use on the evening of september 6. It was stated the catheter was found ruptured in vitro on the morning of september 7.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l per-q-cath PICC. The sample contained usage residue throughout and a complete break was confirmed at the distal termination point of the molded joint. Microscopic examination of the fracture surface found that it was rough and granular. Tactile evaluation revealed extreme tensile strength loss from the 2cm depth marker through the break site. The observed damage was characteristic of a tensile break; the catheter was pulled to the point of failure. No potential damage, defect, or deformity related to manufacture of the product was observed.a lot history review (lhr) of rebr1223 showed no other similar product complaint(s) from this lot number.